Event description:
A patient's meter had segments missing on the display. They stated that the screen fades out. This issue was not resolved with troubleshooting. They did not have any symptoms. The patient also performed a precision test with results of 154 mg/dl and 50 mg/dl done within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20% mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. There was no medical intervention or treatment given. No further information has been reported.